Event description:
It was reported that this right ventricular (rv) lead exhibited erratic, high out-of-range shock impedance measurements. Calcification was suspected to be the cause. No noise and no oversensing were noted. Troubleshooting options were discussed and recommended. Currently, the rv lead remains in service and no adverse patient effects were reported.